Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the peripheral fistula the armada balloon dilatation catheter (bdc) was being inflated at unspecified atmosphere (atm) when it ruptured. It was noted that the balloon met resistance and could not be retracted into the sheath; both devices and the guide wire were removed and the vessel was re-accessed without issue. A non-abbott balloon was used in the procedure. There was no reported adverse patient effect. Although there was a slight delay in the procedure due to the vessel re-access required, there was no reported clinically significance to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Device was not returned. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.